Event description:
It was reported that the physician was unable to drive the leads up after trying numerous angles and vertebral levels; therefore, he decided to abort the trial. No issues with the leads. The patient was sedated with general anesthesia.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7137234/7137212. Product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7083864.